Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer had been experiencing high blood glucose (bg) levels in the in the morning and evening. The customer did not know the cause of the high bg; however, the healthcare provider advised the customer to adjusted the pump basal settings. The current bg was 134 mg/dl.